Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of mdm x3 insert and biomet ceramic head with new mdm x3 insert. According to the surgeon the patient kept dislocating. I am unaware which components were dislocating and if the head disassociated from the x3 insert. No further information regarding this procedure as rep wasn¿t present and the surgeon didn¿t have any further information unable to obtain any further information.